Event description:
Clinical study. Same case as MFR #6000089-2004-00905. Target lesion 1 was identified in the mid right coronary artery (rca) with 100% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 (mid rca) was treated with predilatation and placement of a taxus express2 8.8% 3.0 x 20 mm drug eluting stent. Target lesion 2 was identified in the proximal rca with 100% stenosis and a 3.0 mm reference vessel diameter. Target lesion 2 (prox rca) was treated with predilatation and placement of a taxus express2 8.8% 3.0 x 24 mm drug eluting stent. The stents in the proximal and mid rca were placed sequentially and there was 0% residual stenosis in the stented segment. After intervention there was timi ii flow into the posterior descending and posterolateral vessels which was felt to be due to a degree of no-reflow phenomenon. The pt tolerated the procedure without incident. The pt was brought back to the cath lab 5 days later for stenting of the lad lesion noted above. Target lesion 1 was identified in the proximal left anterior descending (lad) with 75% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 (prox lad) was treated with placement of a taxus express2 8.8% 3.0 x 8 mm stent. Residual stenosis was 0%. When the pt returned for pci of the lad same day, angiography revealed re-occlusion of the rca. Left to right collaterals were noted. No reintervention was undertaken in the rca. The pt had a permanent pacemaker implanted 4 days later and was discharged 3 days later.